Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash underneath the lifevest that spread to his entire torso. The patient went to the emergency room due to the itching. The patient's physician instructed the patient to remove the lifevest until the rash cleared up. The medical outcome of the rash is unknown.